Manufacturer narrative:
Other devices listed in this report (all unk cat #s and lot codes): description: unk trident cup. Description: unk trident 26 mm liner. Description: unk v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Additional info has been requested and if provided, will be submitted in a supplemental report.

Event description:
It was reported that the pt had hip replacement done in 2003. Pt had cardiac issues, blood thinned, got hematoma at site, then infection thought to be superficial. I & d done. Intravenous antibiotics good for several yrs then draining again. Surgeon decided to replace.